Event description:
It was reported by the customer that they had been hospitalized for low blood glucose levels. Customer's blood glucose level at time of hospitalization was not provided. Customer stated they had injected too much insulin, which caused them to have low blood glucose levels. Customer declined further troubleshooting and blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.